Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her reservoir won't lock into place due to damage at the top of the reservoir chamber. The patient's blood glucose at the time of incident was 86 mg/dl. The customer mentioned that she has to tape the reservoir down since without tape it is loose and does not fit. The customer stated that the damage may have occurred from her frequent exercise. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with a cracked case at the display window corner, a broken reservoir tube lip, minor scratches on the lcd window, broken battery tube threads and a broken battery cap.